Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08715 inches. The trace and history files were successfully downloaded using thump. The pump history file lists user data from (B)(6) 2024 and includes "failed to parse history event" errors. The pump diagnostic trace file lists user data from (B)(6) 2024. Unable to verify pump error 15, pump error 41, pump error 43, and battery failed alarms for the event date, 4/17/2024 due to no available historical data. No pump error 15, pump error 41, pump error 43, and battery failed alarms occurred during testing or found in the available historical data. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. The pump passed all functional testing. Pump error 15, pump error 41, pump error 43, and battery failed alarms are not confirmed. No pump error 15, pump error 41, pump error 43, and battery failed alarms occurred during testing or found in the available historical data. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced failed battery test, pump error 15(the critical block and inverse critical block did not add to zero), pump error 41(motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period.), pump error 43(an error in the motor was detected by reading unexpected value from hall sensor.), no communication pump to mobile. The customer reported no adverse event. The event involved product(s) mmt-1880, mmt-6101. Troubleshooting was performed and the customer cleared the alarms and the customer was able to complete the pump rewind. The pump successfully passed the self-test. Unpairing and re-pairing the pump and mobile device resolved the issue. Reported issue resolved, no escalation required. No harm requiring medical intervention was reported. No product return is required for mmt-1880. No product return is required for mmt-6101.